Manufacturer narrative:
(B)(4). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: review of the black box data revealed record of time/date reset after three minutes of power on reset on march 10, 2014. There was no time loss or gain was observed in the data. On investigation, the pump did not emit any errors, alarms or warnings. A time keeping test was performed without time loss or gain duplicated. The pump time and date was noted to have reset to factory setting within 70 minutes of power off. The internal clock battery was noted to have failed. Unrelated to the original complaint, the battery compartment was noted to be cracked and the display was dim and discolored.

Event description:
The distributor contacted animas on (B)(6) 2014 alleging the pump lost time. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged time loss issue remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.